Event description:
Reportedly, the patient developed "significant pain and required [patient] to see a doctor frequently after surgery. [Patient] has been in pain ever since [product] was installed in lower back. [Patient] now has nerve damage and takes 1200 mg of gabapentin for pain, and 4 30mg pills of oxycodone and 16 mg of dilaudid every day. [Patient's] right leg freezes up on [patient] when [patient] tries to sit down on the toilet; not all the time, but a couple times it was a mess. Got crushed at work; 8 pounds of material fell on patient from 15 feet in the air. (B)(6) is running out soon. [Patient] has no income and still in pain. [Patient] was in perfect shape when [patient] went to work that day."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient underwent anterior and posterior lumbar interbody fusion at l5-s1 in which rh-bmp2/acs was used.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.